Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the recipient has become a non-user, she is a part of the deaf community and uses signing for communication and requested device be removed. The device was explanted on (B)(6) 2019.